Manufacturer narrative:
No anomalies by checking the manufacturing charts of the humeral head (lot# 201211145) involved in the dislocation, on a total of 77 humeral heads placed on the market with the same lot#. First and only complaint received on this lot#. Explants and x-rays not available. Based on the very few info received, it appears that patient trauma was the cause for the dislocation. This information was not available at the time of the initial report. It is unclear if a possible initial malpositioning of the metal back glenoid (info initially reported) could have had a minor role for the implant dislocation. Event not product-related. Pms data: the revision rate of smr anatomic total prostheses due to reported shoulder instability/dislocation is (B)(6). These events include instability/dislocation with presence of rotator cuff failure. None of these cases was product related according to our analysis. Events where patient factor or surgical factor are involved. No corrective action planned for this specific case. Limacorporate will continue monitoring the market.

Event description:
Smr anatomic total implanted on (B)(6) 2013. Then, conversion from smr anatomic total to smr reverse was performed on (B)(6) 2017 due to shoulder dislocation. According to the info received recently, anterior dislocation of the humeral head was caused by patient fall. During the conversion, a large corrective glenosphere dia.44mm was used to provide a good outcome and a satisfactory implant stability. Event happened in (B)(6).

Manufacturer narrative:
We will provide a final report once the investigation will be concluded.

Event description:
Conversion from smr anatomic total to smr reverse due to implant dislocation performed on (B)(6) 2017. According to the info reported, the metal back glenoid (component not sold in us) was poorly positioned by surgeon during the primary surgery done on (B)(6) 2017. During the conversion, a larger corrective glenosphere was used to provide a good outcome and a satisfactory implant stability. Event happened in (B)(6).